Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Evaluation summary: no add'l complaints have been rec'd against the product's manufacturing lot. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Additionally, this device was packaged in a class 10,000 clean room, under a specially designed hooded packaging stating that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used. Cause cannot be definitively determined. Evaluation codes: the liner was returned without any debris present, therefore further f/u for clarification of the debris found that there was a piece of black lint seen in the liner. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported the surgical tech discovered what appeared to be a black piece of lint on the inside of the liner.